Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported on (B)(6) 2024 that the patient faced infusion set which was inserted on the arm was not well adhered and dropped on the second day while changing the clothes. Patient used set for two days. No further information available.